Event description:
It was reported that a pt woke up "extremely sick" and presented to an emergency room with nausea, vomiting and severe headache. The pt was admitted to the hospital the following day. Per the reporter, the pt had heard an alarm but thought it was his cell phone. The pt realized on (B)(6) 2011 that the alarm that had sounded was his pump. The pt notified his physician's office. The pump was interrogated and confirmed the motor stall and alarm. The confirmed motor stall was noted in the pump event logs as having occurred (B)(6) 2011, with no motor stall recovery recorded. The pt was put on "withdrawal protocol in house" to help with symptoms. Neurosurgery was consulted and the pump was replaced (B)(6) 2011. The medication administered via the pump was dilaudid (concentration) 3 mg/ml infusing at 1.1441 mg/day simple continuous. The dilaudid was transferred from the pt's old pump to the new pump because that medical location did not keep dilaudid for intrathecal use. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).